Event description:
Per information provided: on (B)(6) 2017, patient was diagnosed with left inguinal hernia thereby underwent open repair with implant of perfix plugs (device 1 and 2). Per operation notes, "a direct inguinal hernia and a small indirect hernia was identified in the left inguinal region. An extra- large perfix plug (device 1) was placed in the direct space and was sutured. A medium perfix plug (device 2) was placed in through the internal inguinal region and was sutured. An overlay portion of the mesh was placed over the inguinal floor". On (B)(6) 2021, patient was diagnosed with left chronic groin pain, thereby underwent laparoscopic repair with explant of perfix plugs (device 1 and 2). Per operation notes, "ilioinguinal and genitofemoral nerve was removed. Right inguinal hernia was noted as well as recurrence of left medial aspect of the repair. The mesh was found densely adherent and was found detached. A large plug which is actually been two plugs adhesed together. The mesh plug (device 1 and 2) was fully dissected out of the inguinal floor and then sutured".

Manufacturer narrative:
Root cause is inconclusive; no conclusion can be made as to the extent to which the implant may have caused or contributed to the patient's postoperative course. This MDR represents the perfix plug (device 2). An additional supplemental emdr was submitted to represent the perfix plug (device 1). Note, the manufacturing date (15-jun-2016) is considered to be a best estimate. Note: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.